Manufacturer narrative:
H10: h6: the reported 2.4 x 381mm drill tipped passing pin, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin shed during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the passing pin during drilling. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl reconstruction, a significant amount of swarf came off when the passing pin was passed through the endofemoral aimer. All the material was removed using suction from shaver and lavage. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.